Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws would not open. At the time of the report, the customer was attempting to use the instrument release kit (irk) to open the jaws, however only small movement was observed at the wrist. The site confirmed they had the emergency stop pressed. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through use of the irk. The procedure was completed with no reported injury. Isi followed up with a clinical territory associate (cta) and obtained the following additional information: the customer was able to remove the instrument but claimed it was broken. The customer was continuing with the case as planned. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon was dissecting the rectal muscle when the issue was noted. No error faults occurred during the issue. The jaws of the force bipolar instrument were grabbing the muscle. The customer was able to use irk to open the jaws enough to slip off the muscle. However, the customer reported it was hard to use; the irk was "stiff". The customer did not think the force bipolar instrument was in a hard grip mode. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal or bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips were able to open and close. No damage found to the instrument release kit (irk) port. A review of the log shows the e-stop button was pressed but no log event of the irk being used was present.